Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The insertion site was the axillary and is contrary to the instructions for use of the device. (B)(4).

Event description:
It was reported that during ambulatory axillary intra-aortic balloon (iab) therapy a ¿leak in iab circuit¿ alarm was generated. Iab pumping was attempted and ¿autofill failure¿ alarms were generated. The iab pump was replaced and augmentation alarm was reduced and iab fill key pressed, however the issue reoccurred. There was no blood visible in the tubing, and plans were made to remove and replace the iab. This situation occurred while ambulating the patient. The reporter thought the iab was either kinked or leaking and contacted the physician to have it removed. The customer asked about mobilizing the balloon with a syringe and room air, which was discouraged due to the potential of a balloon leak and since the pump did not successfully complete an autofill. The physician would not arrive for another two hours, and felt it was acceptable as the patient was on heparin drip. The customer was asked to contact the physician to say that prophylactic anticoagulation was not sufficient to guarantee that thrombus formation would be prevented with prolonged immobility. The indication for use is that patient was pre-transplant. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: patient's weight was added. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during ambulatory axillary intra-aortic balloon (iab) therapy a ¿leak in iab circuit¿ alarm was generated. Iab pumping was attempted and ¿autofill failure¿ alarms were generated. The iab pump was replaced and augmentation alarm was reduced and iab fill key pressed, however the issue reoccurred. There was no blood visible in the tubing, and plans were made to remove and replace the iab. This situation occurred while ambulating the patient. The reporter thought the iab was either kinked or leaking and contacted the physician to have it removed. The customer asked about mobilizing the balloon with a syringe and room air, which was discouraged due to the potential of a balloon leak and since the pump did not successfully complete an autofill. The physician would not arrive for another two hours, and felt it was acceptable as the patient was on heparin drip. The customer was asked to contact the physician to say that prophylactic anticoagulation was not sufficient to guarantee that thrombus formation would be prevented with prolonged immobility. The indication for use is that patient was pre-transplant. There was no reported injury to the patient.